Event description:
It was reported that the device was not able to maintain temperature. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was unable to be duplicated. The complaint is not confirmed. The most probable cause would be possible fluid ingression on the pcb from the cracked return tube causing the pcb to malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.